Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient's current condition is asymptomatic. The stent was implanted in august (exact date unknown). The medical procedure performed was a neurovascular flow diverter implantation. The anatomical location where the stent was implanted was the internal carotid artery. The preoperative type, shape, and size of the intracranial aneurysm was a small ica aneurysm. The size of the stent was appropriate for treatment site. No patch testing was done preoperatively for hypersensitivity reaction. There were no anomalies noted to the device prior to use, the device was prepared as per the dfu and continuous flush was maintained throughout the procedure. No other devices were used in the procedure in conjunction with the subject device. Full expansion of the stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. The device performed as intended. The stent was never recaptured/resheathed back during the procedure. There were no changes noted to the vessel wall noted at the implantation site. There were no changes observed in the size or shape of the aneurysm during follow-up. The rate (%) of in-stent stenosis was greater than 50%. The rate of stenosis in the parent artery was 60%. The patient was given aspirin / plavix pre and post procedure. There was no reduction in the blood flow to the distal cerebral tissue due to reported stenosis and there was no neurological deficit or sequelae noticed due to stenosis. The patient is not on added medication or treatment due to the reported event. In the physician¿s opinion, the reason for the event was device related. The physician does not feel the anatomy and/or location of intended area of treatment may have contributed to the reported event. There were no difficulties encountered during the procedure (while transfer/advancement/deployment of the stent and withdrawal) that could have contributed to reported issue. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during 6 month follow up after subject stent implantation procedure in a patient with internal carotid artery small aneurysm, there was in stent stenosis of more than 50% and parent artery stenosis of 60%. Patient was on aspirin and plavix before and after procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that during 6 month follow up after subject stent implantation procedure in a patient with internal carotid artery small aneurysm, there was in stent stenosis of more than 50% and parent artery stenosis of 60%. Patient was on aspirin and plavix before and after procedure. No clinical consequences were reported to the patient due to this event.